Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual "chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited adhesive around the objective lens was peeled. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the due to a pinhole on the universal cord, water tightness was lost. The adhesive on the bending section cover or distal sheath had a chip. The venting connector of the light guide connector was loose. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the looseness of the insertion pipe, the connection between the insertion pipe and the control unit was not secured. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.